Event description:
It was reported that during implant of the device the physician noted that the torque wrench did not engage the left ventricular (lv) and right ventricular (rv) set screws as they typically do in a perpendicular fashion; it was more at an angle. The doctor mentioned that things did not seem to be lined up correctly. The lead pins were confirmed to be all the way in the header. The right atrial (ra) set screw went in correctly. After the leads were connected and the device was in the pocket, impedances and thresholds looked acceptable and the first layer of sutures applied, however when pressure was applied to the device there was noise on the rv electrogram. The pocket was reopened and the rv lead was disconnected with difficulty. The lead tested acceptably. The lead was reconnected with the same difficulty and again experienced oversensing, so the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that there was a damaged grommet and the set screw had a rounded socket. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013. (B)(4).